Event description:
The hcp reported the patient was in for a refill last week. The expected reservoir volume was 3-4cc and the actual was 10cc. The patient returned to the clinic a week later with complaints of increased pain and flu-like symptoms. The hcp aspirated all 18cc from the reservoir. The hcp reported the pump status was correct and everything looked normal with the programming. A follow up report will be sent when additional information is received.